Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 curved-tip stapler involved with this complaint and completed the evaluation. Failure analysis (fa) investigation did replicate nor confirm the customer reported complaint. The sureform 45 curved-tip stapler instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The instrument clamped, fired, and unclamped without any issues. The hi foam challenge clamp test was performed twice in different orientations of the jaws and passed. The master system controller (msc) logs showed no errors. Further review of the logs showed no errors and the instrument completed clamp, fire, and unclamp without issues. Additionally, the instrument was found to have a reload recognition failure during in-house testing. The sureform 45 curved-tip stapler instrument was installed with a black reload but, the system identified it as a green reload. A white reload was then installed and the system showed it as a gray reload. The instrument testing was completed by manually selecting the reload color using the gui. The root cause is not determinable/applicable. The instrument will be transferred to engineering for further investigation. No image or video was available for review. A review of the device logs for the sureform 45 curved-tip stapler (part number 480545-04/lot number l91220207-0036) associated with this event has been performed. Per this review of the logs, the sureform 45 curved-tip stapler was last used on (B)(6) 2022 via system sk1195. The alleged instrument had 11 uses remaining after the last procedural use this complaint is considered as a reportable malfunction event due to the following conclusion: it was alleged that the sureform stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved-tip stapler fired one reload successfully. The fired reload was removed and a new reload was inserted, and the jaws closed and would not reopen. The procedure was completed with no reported injury. The intuitive surgical sureform 45, sureform 45 reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Further investigation by failure analysis was conducted. Additional log reviews confirmed the instrument was installed three times and fired one reload (green). Firing was completed per the logs with no pauses. Real time event log via elastic search app did not show any unclamp failures. The instrument was re-tested on an in-house system and it was observed that the reload color detection was incorrect. The system detected a blue reload, but a green reload was physically installed in the channel. This occurred with two different green reloads. The instrument was still able to clamp and fire despite the incorrect reload detection. No issues were observed with opening and closing of jaws. The cause of incorrect reload detection is not determinable.